Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The anesthesia gas scavenging system counterweight was replaced, and the unit was returned to service.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1011-9000-000 anesthesia gas machine over delivered pressure during a planned maintenance. The report was received from a single source. The reported event did not involve a patient.